Manufacturer narrative:
The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video shows the product (mainly header area) during use with water drops coming out. The membrane is filled with blood. The reported condition was verified. Due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined; however, the most probable cause is due to a defective welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the header cap of a polyflux 17l set during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.